Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary 1 sample was returned to sbdm, lot number is 2903161. A infrared spectrometry (ir) test was performed with the following results: the fm is determined to be same material of rubber port in the vial (B)(4). House sample inspection: sbdm inspected 30 pcs house samples from lots 2903072, 2903161 & 2904272, no abnormality was observed. DHR review: sbdm review the manufacturing record of lot 2903161, no abnormality observed. Customer complaint review: sbdm reviewed customer complaint record, is no similar issue of the same product from other customer. Investigation conclusion: sample was returned to sbdm. From ir analysis, the fm is determined to be same material of rubber port in the vial (B)(4). From investigations, the likely cause is that during use by customer, the spike was pierced through the rubber port, fragment of rubber port separated and then it flowed down to the vial. As per (B)(6) standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 um (200 mesh), there is little possibility that foreign matter can flow into human body. Root cause description: from investigations, the likely cause is that during use by customer, the spike was pierced through the rubber port, fragment of rubber port separated and then it flowed down to the vial. As per (B)(6) standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 um (200 mesh), there is little possibility that foreign matter can flow into human body. Rationale: sbdm has in house (B)(4) in place to monitor defect.

Event description:
It was reported that during use of the IV set an126 w/o pump t-type there was an issue with foreign matter. The following information was provided by the initial reporter: foreign matter.